Event description:
Report 2 of 3: it was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). Investigation summary: bd did not receive any samples or photos for investigation. A total of 100 retained samples from each lot were visually inspected, confirming that the hemogard closure assembly was correctly assembled and placed on the tubes. Functional tests were performed on 10 retained samples from each lot, and all tubes were found to be within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 5317150, 5350838 and 6013666, for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.